Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery (lad). A 3.00 x 28 mm promus element ¿ drug-eluting stent was implanted to treat the lesion. However, under fluoroscopy, a type b, non blood flow limiting dissection was noted at the proximal edge of the stent. Subsequently, a 3.5 x 20 mm promus element ¿ drug-eluting stent was implanted, overlapping the first stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.